Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. A conclusive cause for the reported stent dislodgement could not be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. In this case, it is possible that the device interacted with the anatomy during advancement and while attempting to retract the device, the reported stent dislodgement occurred; however, this cannot be confirmed. An armada 35 balloon dilatation catheter was advanced through the dislodged stent and able to place the stent at the intended lesion. The balloon was inflated, and the stent was deployed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a calcified lesion in the right iliac. The 8.0x39mm otw omnilink elite stent delivery system (sds) was advanced to the target lesion however the physician wanted to exchange the guide wire therefore the sds was withdrawn from the anatomy. It was noted the stent had dislodged from the balloon and remained in the artery. An armada 35 balloon dilatation catheter was advanced through the dislodged stent and able to place the stent at the intended lesion. The balloon was inflated and the stent deployed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.